Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2014, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter patient experienced on (B)(6) 2014. Patient's father stated that while they were eating pizza, looked at patient and noticed he seemed a little pale. Patient's bg levels were checked and reported bg level at 31. Patient was administered three (3) fruit pouches within two (2) minutes and patient's bg was checked again approximately 20 minutes later. Patient's bg levels were then recorded at 71 and climbing. No injuries or medical intervention were reported.